Event description:
It was reported to medtronic minimed that the customer reported physical damage to pump. The customer reported no adverse event. The event involved product mmt-1780kpk. Troubleshooting was performed but issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1780kpk and insulin pump was retuned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to the critical pump error (open book image) alarm. Successfully downloaded firmware (trace downloader) using crest however, the pump failed to enter the recovery mode (blue screen) preventing the download of the history, trace, and comlink3 files using thus. The pump was cut open to perform a visual inspection. Corrosion and moisture damage were found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. The following were noted during a physical inspection: scratched case, stained keypad overlay, stained serial number label, stained end cap address label, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Cosmetic damage on the battery compartment and battery tube threads is confirmed. Critical pump error (open book image) alarm and download difficulty are confirmed due to moisture damage on the hardware. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.